Manufacturer narrative:
(B)(4) service technician evaluated monitor and replaced mpm module.

Event description:
Customer reported an issue with the dpm 6 monitor which may have affected spo2 monitoring. No pt injury reported.